Event description:
A surgical technician reported that during flap creation in the right eye, bubbles were noted in the anterior chamber. In a follow up, the technician reported there was a delay of over an hour, as the patient had to sit in an exam room to let the bubbles dissipate. Once the bubbles resolved, the laser was able to track the pupil, and the procedure was completed successfully. At the most recent postoperative visit, the patient reported mild dryness.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis is in progress. A supplemental MDR will be file as necessary reportable information becomes available. (B)(4).